Event description:
During an endoscopy procedure, a cook instinct endoscopic hemoclip was used. The clip was noted onto a bleeding ulcer. The clip would not release from the deployment device and was unable to be reopened. The clip had to be pulled off the issue. A clip made by another company was used to finish the originally planned procedure. Intervention in response to the clip release difficulty was not required. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: the device was returned with the clip attached. The drive wire was visible in the coil assembly and the proximal end of the drive wire was attached to the handle. However, the clip could not be opened using the device handle. The handle bottomed out on the forward stroke and even with the catheter straight, the clip would not open. Small pliers were used in an attempt to open the clip but it could not be opened. Pulling back on the handle deployed the clip with minimal force. It is believed that the driver legs had been partially opened thus preventing opening of the clip or possibly that the hook on the distal end of the drive wire had already passed through the driver legs but had not yet retracted the catheter attachment and prevented the clip from opening. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our lab analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue i.e. Difficulty with clip release) can lead to damage of device components such as the hook of the distal end of the drive wire or the security of the drive wire to the handle. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. Instructions for use states to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Instructions for use states if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrence of this nature. This product was manufactured prior to implementation of this corrective action. Qa will continue to monitor for complaint trends.